Event description:
The patient presented into clinic with a low pacing impedance observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.